Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit stops mid-feed, and powers on and off by itself. Additional informaiton has been requested with no response to date.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit stops mid-feed and powers on and off. The unit was triaged and the customer¿s reported condition was confirmed. The root cause of reported condition was due to the battery not holding a charge. This is typical routine maintenance. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.